Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient did not wash/dry their hands prior to taking a fingerstick reading, which is considered misuse. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. The patient experienced no energy, muscles could no longer hold, sweating, trembling. The cgm was reading 123 mg/dl and the blood glucose reading was 35 mg/dl. The patient was treated with fast-acting carbohydrates and required a third-party assistance for treatment. At the time of the report the patient was feeling much better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.